Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed per company standard operating procedure and no non-conformances related to the reported event were noted. The getinge field service engineer (fse) reported that, while in use on a patient, the customer complained of a helium leak in the iabp. The fse found that the iabp had slipped out of the users hand, and fell on the handle during transport damaging the rear of the iabp. The fse tried to reseal the components at the helium manifold, but the connection for the 300 psi check valve at the manifold was cracked. The fse ordered the manifold assembly, the check valve, and the cover for the iabp. The fse returned to the site on 11/01/2017, and replaced the manifold assembly, the 300 psi check valve, and the iabp cover. The fse filled the helium and ran the iabp for 30 minutes and observed the helium pressure for another 30 minutes with no helium loss demonstrated. The fse completed all performance and safety tests. The iabp was approved for clinical use and returned to the customer.

Event description:
The customer reported that, while in use on a patient, the intra-aortic balloon pump (iabp) exhibited a "bad helium leak". There was no death or injury reported.